Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal rotating part where the toothbrush head goes on snapped off at the top / head keeps falling off - oral-b [device breakage] case narrative: consumer via e-mail reported that the metal rotating part where the oral-b toothbrush head went on snapped off at the top of the oral-b toothbrush handle while she was brushing her teeth. The toothbrush head and broken metal piece fell into her mouth. No injury was reported. 29-oct-2024 follow-up via image: the suspect product was oral-b rechargeable toothbrush handle 3772 pro 3 3900 model d505.523.3h. No injury was reported. 30-oct-2024 follow-up via e-mail: the suspect product lot was 3cb22750112. No injury was reported.

Manufacturer narrative:
13-dec-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal rotating part where the toothbrush head goes on snapped off at the top / head keeps falling off - oral-b [device breakage]. Case narrative: consumer via e-mail reported that the metal rotating part where the oral-b toothbrush head went on snapped off at the top of the oral-b toothbrush handle while she was brushing her teeth. The toothbrush head and broken metal piece fell into her mouth. No injury was reported. 29-oct-2024 follow-up via image: the suspect product was oral-b rechargeable toothbrush handle 3772 pro 3 3900 model d505.523.3h. No injury was reported. 30-oct-2024 follow-up via e-mail: the suspect product lot was 3cb22750112. No injury was reported.